Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an antegrade approach from the ipsilateral femoral artery to right popliteal artery occlusion. After a guide wire crossed the lesion, a 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non- boston scientific device. No patient complications were reported.